Event description:
It was reported that the level 1 hotline low flow system was unable to calibrate the temperature. The device did not alarm. This product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 complaint of unable to calibrate the temperature was confirmed during testing and isolated to defective component in the pcb board. Physical condition of device revealed enclosure was cracked and stained red in multiple places, both covers were cracked and the line cord was worn along with a noisy pump. Action was taken to replace the replaced the pcb to correct the reported primary problem. Replaced the pump, enclosure, both covers and line cord. Pm and calibration completed for the device.

Event description:
Investigation completed and summary in h 10.